Event description:
It was reported that an hp handheld computer's screen would not advance past alignment. After resetting the device, the screen faded with lines, then turned black, and would not power on. The handheld was returned to the manufacturer for product analysis. Analysis by the manufacturer identified a broken solder joint near the battery connections that could have resulted in an intermittent electrical connection between the board and the main battery. This identified anomaly could have contributed to the reported event.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.